Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the pump¿s black box revealed evidence of multiple cs 128 alarms. The pump powered on with the returned batter cap. The current draws were within specification. The alarm was not duplicated during investigation. Unrelated to the original complaint, there was moisture contamination found on the underside of the battery cap contact hub. A leak test was performed and failed due to a leak at the base crack. The pump case was removed and there was evidence of moisture inside the pump on associated electrical components. The battery compartment was found to be cracked. The audio bolus button cover was noted to be torn but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power ((B)(4)) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.